Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the psd-20 and a boston scientific medium oval captivator snare, nursing staff received a small burn to the left thumb. During the procedure, the nursing staff was using the snare with one hand, and the other hand may have touched some other object, but not certain. The hand received the burn was not the hand that was using the snare. The nursing staff was not sure exactly what she was doing with her hand, or where her hand was at the time of the incident. It is possible that she was burned as a result of touching the bed/trolley. Electrical safety tests of the psd-20 were carried out using the metron qa-90 electrical safety tester with a snare from the same mfg batch that caused the problem. The offending snare had been discarded and was not available for inspection. The psd-20 failed safety tests, and it was returned to the workshop for further tests. The psd-20 eventually passed the safety tests. The subject device was returned to the customer and they were advised that it could not be repaired as it is out of support.

Manufacturer narrative:
The subject device was not returned olympus for inspection, but it passed the final safety tests at the workshop. Further info was not reported because the subject device was not returned. There was no irregularity of the subject device with the device history record. Setting of the device or connection of the cables by the user may have caused this event. The treatment or maintenance of the subject device, that was manufactured more than 16 years, may have been unsuitable. The psd-20 instruction manual already states; to ensure that the procedure can be completed without complication in the event that the psd-20 malfunctions, prepare a spare psd-20 for backup. To prevent electric shock, the psd-20 is designed to function integrally with insulated attachments (a cord, pt plate, s-cord) [type cf electromedical equipment classification]. Therefore, to prevent shock caused by leakage current from other electrical apparatus applied to the pt, the attachments should not be grounded. Should any abnormal output be suspected during operation, immediately terminate the use of the equipment and turn off the power switch. To prevent burns, the operator and assistant should wear chemical-resistant gloves during the operation. Always use an s-cord to protect the pt and operator from risk of burns. To prevent any shock hazards, the housing of the psd-20 must be grounded. Always connect the power cord plug to a properly grounded hospital grade ac receptacle (wall mains outlet). This report is being submitted as a medical device report in an abundance of caution.